Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of the flo-thru. This was discovered prior to use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed loose particulate matter on the outside of the inner pouch. Microscopic inspection was performed and revealed that the particulate matter was a fiber. The reported condition was verified; however, the size of the particulate matter was found to be within specification for this device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.